Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged luer adapter was confirmed. The cause may have been a combination of various circumstances; however, manufacturing was likely a contributing factor. One used green luer adapter from an 18g nexiva IV catheter was returned for investigation. The extension tubing had been cleanly cut with a sharp instrument, and the winged adapter and catheter tubing were not provided. The evidence of use indicates that the extension tubing was not damaged before the IV catheter was placed. A crack was observed on the threaded end of the green luer adapter. The crack was located on the side opposite the injection gate and appeared to follow the knit/weld line¿an area formed when two or more molten plastic flow fronts meet and fuse during molding. While overtightening during use or chemical exposure may have contributed to the damage, the manufacturing or molding process was likely a contributing factor. No deformation or impressions were identified that would indicate significant external mechanical damage. The appropriate manufacturing personnel were notified of the complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that hub and tube root was damaged during use.